Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received and product identifiers were provided, therefore the following fields have been updated accordingly; UDI #(B)(4).section d4: expiration date : 10/24/2022 catalog : zxr00i0170. Serial number : (B)(4). Device manufacture date : 10/24/2017. Device available for evaluation: yes . Returned to manufacturer on: 8 april 2019. Device returned to manufacturer: yes. Device evaluation: the returned product was analyzed. It can be seen that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No anomalies were identified. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event : unknown / not provided. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. (B)(6). Manufacturing date: unknown since serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the after the implantation of the symfony zxr00 intraocular lens (iol) the patient complained about the near vision. Reportedly, the patient was an ideal candidate for the implantation of the zxr00 iol. The surgeon tried to correct with 2 d (diopter) glasses, with no success. As a result, the lens was explanted and a tmf (toric multifocal) was implanted as a replacement. The incision was enlarged to removed the iol from the eye but no sutures neither vitrectomy were required. After the tmf implantation, the patient was satisfied with the outcome. No further information was provided.